Manufacturer narrative:
Other relevant device(s) are: product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) a patient previously had a primary cell device, but had it replaced with a rechargeable one. Since then the patient had ongoing difficulty getting the recharger to pair with the implant and spent a lot of time (daily) recharging just keep their system at 50%. It was noted the patient¿s implantable neurostimulator (ins) say at a forward leaning angle in their chest which positioned the telemetry antenna at the bottom of the battery further away from the surface of the skin. It was further reported the patient had extra room in the pocket, so their battery moved resulting in them having to manipulate it in order to recharge. On (B)(6) the rep. Performed an impedance check and they were normal and almost identical to impedances from the previous battery. The rep. Tried using one of their recharger and it worked no better so the issue wasn¿t resolved. The rep. And hcp were in the process of scheduling a pocket revision in hopes of creating a better position for the ins in the pocket. It was noted they also thought the existing pocket adaptor could be contributing to the position of the battery. No further complications were anticipated.

Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for epilepsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.